Event description:
While trying to adjust settings, the user observed inconsistent device responses on the display screen. This was eventually determined to be the result of water penetration into the control panel, especially into the selection knob and "navigation ring" that is used to select a parameter and setting value. We have had at least four of our v60 ventilators fail for this problem, all within a period of six weeks. This report marks the fourth failure.======================manufacturer response for patient ventilator, respironics (per site reporter).======================manufacturer is aware of ventilator failures, and has supplied repair parts. Manufacturer has not been informed of this report.